Event description:
Pt reported receiving an a1 (cartridge low warning) after placing a new cartridge into the device and performing a prime. Pt indicated that she observed the piston rod being almost fully extended and the cartridge was almost empty. Pt indicated that she retracted the piston rod and placed another cartridge into the chamber. Pt indicated that during the prime, the piston rod extended almost completely forward causing the a1 (cartridge low warning). Pt did not report any physiological effects.